Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead the patient¿s vital signs changed and an echocardiogram was done. Perforation was identified and the patient was taken to surgery for a pericardial window. The lead remained in place overnight attached to a temporary pacemaker. The next day the lead was explanted and a new system was implanted on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.